Manufacturer narrative:
The pump was returned to animas for eval. The up arrow, down arrow, and ok button pressed did not activate desired pump functions during testing. During investigation, the up arrow and down arrow keypad buttons were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts. The up arrow, down arrow and ok symbols were found to be worn. And there was no problem found with the pump locking up.

Event description:
It was reported that the buttons are not responding correctly to presses. It was reported that the rubber keypad is intact and the pump has been exposed to moisture. It was also reported that the ok symbol is wearing off and that the pump locked itself three times this week.